Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged imdrf cause investigation code: code b24 is not available in database to capture event history log review. E1: patient city: (B)(6). Patient country: spain. Name: medtronic minimed country: united states street: 18000 devonshire street city: northridge state: ca zip code: 91325 additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: electronic quality management system (eqms) search: a query was run in the electronic quality management system on 23-jan-2026 against lot number 6008842 and similar malfunction code(s) no malfunction based on complaint information. No malfunction based on complaint information. The review confirmed that lot 6008842 and the identified failure mode are not associated with any nonconforming reports or corrective and preventive actions of the same or similar nature. Similar complaints search: a query was run in the electronic quality management system on 23-jan-2026 against "lot number" criteria equal 6008842 and similar malfunction codes no malfunction based on complaint information. No malfunction based on complaint information. The count of complaint is 4. The complaint numbers are complaint (B)(4). Conclusion: after review, only 2361676 and 2372345 were determined to the relevant to the reported issue. The other two records were previously closed and are not applicable to this investigation. Device history record (DHR) review: the lot 6008842 was manufactured according to the work instruction 4902100 version 81 and manufactured in the multivac 12, on 30-aug-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4h03009 was manufactured according to the work instruction 4905078 version 42 and manufactured in the gluing machine 08, 05 and 04, on 28-aug-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4h03008 was manufactured according to the work instruction 4905078 version 42 and manufactured in the gluing machine 08, 05 and 04, on 27-aug-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4h03010 was manufactured according to the work instruction 4905078 version 42 and manufactured in the gluing machine 08 and 04, on 29-aug-2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: work instruction (B)(4) - guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Work instruction (B)(4) - guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed functional testing. Work instruction (B)(4) - guidance for functional testing 2 air leak test for complaints area version 2: all 3 samples tested passed functional testing for the reported malfunction code no malfunction based on complaint information all test results were within specification as documented in the attached test report complaint (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (monthly trips and alerts). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis was treated with insulin drip event on (B)(6) 2025.